Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, the patient reported receiving fluctuating cgm values ranging from high mgdl to low mgdl over a 4-hour span. Although no specific bg/cgm comparison values were reported for this event, the patient did allege a cgm inaccuracy issue. At an unspecified time, the patient felt shaky, was losing her balance, had numbness, and a headache. She eventually lost consciousness. After the patient woke up, the patient went to an urgent care center for evaluation and was then sent to the emergency room (ER). The patient's cgm was reading "close to 400 mgdl" and the patient could not recall the bg comparison value. The patient was treated with intravenous (IV) fluids. The patient could not recall if any other medication or treatment was provided to her. The patient was discharged home after being in the ER for a "few hours". There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. The patient was in good condition at the time of report. No additional patient or event information is available.